Event description:
Please be advised that while investigating an event involving one of our products, bwi noted a potential adverse event regarding a non-bwi product. It was reported that a pericardial effusion occurred during an atrial fibrillation procedure. The faradrive sheath was in the right atrium. The reporter stated that the physician was unable to visualize the wire very well on the ultrasound machine. When the physician moved the faradrive sheath around to look for the wire, the physician believed he "perfed". The patient had a drop in blood pressure and a pericardial effusion was confirmed with intracardiac echocardiography (ice). Patient had a baseline pericardial effusion at the beginning of the case and the pericardial effusion had gotten larger. The medical intervention provided was a pericardiocentesis and that 530 ccs of fluid was removed from the patient. The last known patient status was stable and that the patient was waiting for an intensive care unit (ICU) bed. The reporter stated that the boston scientific farapulse¿ system was the ablation system set up for the procedure. No ablation occurred during the case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).